Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leaked. Additional testing supports that the misplacement of a batter can cause leakage.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report leaking black fluid coming from the batteries in the battery compartment when using it on battery power. Customer denies any injury or property damage when this event occurred.